Manufacturer narrative:
(B)(4). The trend file and all available information was forwarded to the actual manufacturer, b. Braun (B)(4), for eval. Their investigation is on going at this time. A follow-up report will be submitted when the investigation results become available.

Event description:
(B)(4).